Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "doctor clamped down on fragment and one of the arms of the clamp snapped off."

Event description:
As reported: "doctor clamped down on fragment and one of the arms of the clamp snapped off."

Manufacturer narrative:
The reported event that a straight reduction clamp alleged of issue ¿instrument - breakage during implantation¿ could be confirmed, since the device was returned for evaluation and matches the reported failure mode. Device inspection revealed the following: the received clamp had one of its leg broken. The fracture pattern on the surface of the broken leg indicates typical brittle fracture under immense bending load. The breakage originated from the inner surface and progressed outwards. Absence of plastic deformation also confirms a brittle fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the failure is user related. The breakage of one of the legs of the clamp occurred due to intra-op excessive bending load application on the leg, most likely during reduction of a larger bone fragment than it could sustain. Ultimately leading to an instantaneous brittle fracture. If any further information is provided, the complaint report will be updated.